Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for a cervical spine injury. It was reported that a paddle lead was placed in the cervical spine in (B)(6) 2025. Recently, the patient developed symptoms such as immobile arms and difficulty raising hands. The "me" said that the stimulation intensity was increased in the previous adjustment. The patient was planned to visit the hospital on (B)(6) 2025 and requested two points: 1. Diagnosis using an image and if possible, with MRI, and 2. To check if the symptoms would change as a result of the stimulation being turn on and off. If abnormal findings were found in the images, removal surgery would be considered. The issue was not resolved. The physician's opinion regarding severity was sever. The physician's opinion regarding causality was unknown. Additional information was received from a rep. It was reported that regarding the planned imaging, although there was no fresh hematoma, nerve compression was observed at the site of the paddle lead placement. The symptoms did not change when stimulation was turned off. The paddle lead was removed on (B)(6) 2025, but the stimulator was not removed. The decision regarding further treatment would be made based on future progress.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 13-apr-2027, UDI#: (B)(4), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.